Event description:
Per the clinic, the patient sustained a blow to the head, resulting in a loss of osseointegration and subsequent fixture loss. It is unknown whether there are plans to reimplant the patient as of the date of this report, (B)(6) 2010.

Event description:
The customer reported that the ac power module power connection was broken.

Manufacturer narrative:
Device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4)